Event description:
Customer alleged that there was a bend in the leg and link assembly on the bed.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.